Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient age and weight not available for reporting. Device is an instrument and is not implanted/explanted. Device is not expected to return for investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the tip of the small 2.5mm hexagonal screw driver shaft (product number 314.03) broke off into the recess of a 3.5mm cortex screw upon insertion during an open reduction internal fixation (orif) of a tibial plateau fracture on (B)(6) 2018. The piece was left in the screw as the surgeon was not able to extract it. The case was only delayed several minutes. The patient outcome was fine. Concomitant device. 3.5mm screw (part unknown, lot unknown, qty 1). This is report 1 of 1 for (B)(4).